Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had dizzy spells over the past two days. A ventricular capture management test done in the office reproduced symptoms. The ventricular capture management was turned off due to patient's symptoms. The device is still in use. No further patient complications have been reported as a result of this event.